Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received six shocks for three episodes in the ventricular fibrillation (vf) zone. Therapy was initially withheld for the supra ventricular tachycardia parameter setting; however, inappropriate therapy was delivered due to high rate timeout. A request for additional information was made but not received. The device remains in use and no further patient complications have been reported as a result of this event.